Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from programming history database periodic review that a high impedance event was confirmed from a system diagnostic that was performed and resulted in (ok/ok/0.0/high/5357 ohms). Physician noted at the time of the high impedance is dr. Fonda chan. No other relevant information has been received to date.

Event description:
Suspect device will change to the patients generator. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physicians manual, high lead impedance (5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. This event is consistent with this investigation. The generators manufacturers device history records was reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date.

Manufacturer narrative:
Corrected data; initial MDR inadvertently omitted information known prior to submission.